Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. The csr indicated that the patient's pelvis was inspected and there were no broken instrument pieces found and there was no x-ray performed on the patient. The instrument was immediately removed from the patient and the planned surgical procedure was completed with an instrument of the same type. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the wires on the large suturecut needle driver instrument busted while the surgeon was closing the patient's vaginal cuff. No missing or fallen pieces were reported.